Event description:
This complaint was initially reported to intutive surgical inc. (Isi) for error 23020 an unrelated problem associated with a faulty switch or switch wiring issue on patient side manipulator (psm) 2. The field service engineer (fse) replaced the arm to correct the reported problem. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis was not able to replicate the field reported error. The psm arm failed the in-house weighted brake drop test. The weighted brake drop test failed along axis 2. The brake was replaced and brake gear upgraded to repair this problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.